Manufacturer narrative:
The glidescope avl video monitor was returned for further evaluation. A verathon technical service representative evaluated the returned monitor where they were unable to duplicate the reported intermittent image. When the monitor was connected to a test cable and blade, it would produce an image that was stable and clear with good color rendition. After observing proper operation through functional and performance testing, the device was certified and returned to the customer for use. No further investigation required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the image would disappear and show lines intermittently. The procedure was completed using a different glidescope system, which was made available within a few minutes. The facilities biomedical engineering department evaluated the device after the event and was able to duplicate the reported issue. No harm to the patient or user reported.